Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure. According to the complainant, post procedure, the patient started developing pain in the left groin area that radiates up to the left side and around the back. The exact date of onset is unknown. All other information is reportedly unavailable.